Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, using inappropriate tools, multiple tunneling attempts, and the patient not attending the post-op visit have been ruled out as potential causes. However, the patient has a pre-existing skin condition that continued to create irritation around the pocket site. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.  The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has a pre-existing skin condition (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported infection and impaired wound healing. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The infection is clear and the patient is doing well.